Event description:
During an atrial fibrillation procedure, bubbles entered the sheath immediately after catheter insertion. The dilator and guidewire had already been inserted, and the catheter used was the non abbott catheter from biosense webster. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer. No abnormal resistance was noted when inserting the catheter, dilator, or other devices into the sheath, and no air movement into the patient was observed. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.